Event description:
The wife of a (B)(6) male pt contact zoll customer support to report the pt's belt was displaying check therapy (te) pad messages and that the rear te pad was damaged. Pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages, damaged rear te pad) was confirmed. As received, the belt failed incoming testing. Upon eval, the distribution node (dn) to rear te cable was pulled from the strain relief and the heat shrink tubing had come off of the pulse wires. This resulted in a short in the dn. The cause for the check te pad messages was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the pulled cable. The cause for the pulled cable could not be positively identified but was likely a result of excessive force on the cable section. No adverse event resulted from the damaged electrode belt. The pt was issued a replacement electrode belt.